Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the device. Unit received without a shock cushion and required replacement of worn parts. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2005). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking handle on the mayfield ultra base unit (a2101) was loose when in a locked position and requires little force to disengage. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported